Event description:
On 7/21/2022, it was reported by a sales representative via email that an ar-9510-2 univers revers lever-locking broach handle is broken. This was discovered during an unspecified time. Additional information received on 7/21/2022: this was discovered during a rts procedure on (B)(6) 2022. During insertion of the ar-9510-2 univers revers lever-locking broach handle, it broke. Surgeon was able to remove all broken pieces and complete case without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the press fit pin of this device was missing. The pin was not returned for investigation. The cause was determined to be a supplier issue.